Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) sensor pairing failure after starting a new sensor; the agent guided the user to reenter the code, after which the system confirmed sensor pairing was in progress. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and education conducted remotely. Investigation of this case revealed a pairing failure with the responsible device not identified, consistent with a transient sensor-to-receiver communication issue during setup. It was concluded, based on previously established findings for similar reports, that the cause was a temporary bluetooth communication failure resolved with standard troubleshooting.